Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer received new shipment of urine drainage bags (pcn - 154114a) and would like to compare how the drain bag (pcn - 154114a) was different from the drain bag (pcn - 154004a). Current bag on the patient appeared to have the same drainage spout. Inquirer identified that the current drain bag on patient would have a ceramic insert in it. From what inquirer could see it did not because patient was able to pinch tubing completely and did not feel an insert. Patient had three bags left of 154004a. Drainage bag currently in use was one of those three yet it did not have that insert in it. Customer opened another 154004a package and could feel the insert inside the drainage spout and noted that the bag in use right now, that was supposed to be a 154004a bag, feels exactly like the new bags (154114a). Customer was sure it was supposed to be 154004a with an insert as it was the only bag they used up until it was discontinued and replaced with the bags they received today (154114a).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer received new shipment of urine drainage bags (pcn - 154114a) and would like to compare how the drain bag (pcn - 154114a) was different from the drain bag (pcn - 154004a). Current bag on the patient appeared to have the same drainage spout. Inquirer identified that the current drain bag on patient would have a ceramic insert in it. From what inquirer could see it did not because patient was able to pinch tubing completely and did not feel an insert. Patient had three bags left of 154004a. Drainage bag currently in use was one of those three yet it did not have that insert in it. Customer opened another 154004a package and could feel the insert inside the drainage spout and noted that the bag in use right now, that was supposed to be a 154004a bag, feels exactly like the new bags (154114a). Customer was sure it was supposed to be 154004a with an insert as it was the only bag they used up until it was discontinued and replaced with the bags they received today (154114a).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" inspection results (measurement, testing data) not verified by iqa assignee error of inspector ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received new shipment of urine drainage bags (pcn - 154114a) and would like to compare how the drain bag (pcn - 154114a) was different from the drain bag (pcn - 154004a). Current bag on the patient appeared to have the same drainage spout. Inquirer identified that the current drain bag on patient would have a ceramic insert in it. From what inquirer could see it did not because patient was able to pinch tubing completely and did not feel an insert. Patient had three bags left of 154004a. Drainage bag currently in use was one of those three yet it did not have that insert in it. Customer opened another 154004a package and could feel the insert inside the drainage spout and noted that the bag in use right now, that was supposed to be a 154004a bag, feels exactly like the new bags (154114a). Customer was sure it was supposed to be 154004a with an insert as it was the only bag they used up until it was discontinued and replaced with the bags they received today (154114a).